Manufacturer narrative:
One embolectomy catheter without the packaging or stylet wire was received. The complaint "tip of the catheter was broken" was confirmed. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon and windings are in good condition. The catheter tube under the balloon latex is broken at the #3 inflation hole; the inflation holes are not collapsed. The balloon was inflated and there were no leaks. Although the root cause of the damage could not be conclusively determined, an awareness training is being conducted at the manufacturing site to prevent recurrence of this type of complaint. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the tip of the catheter was broken prior to use; the tip was still connected to the catheter by the windings. The catheter was not used and there was no patient injury.